Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken, the fiber bonding in the outer tube area (distal end) was damaged, and the plug of the video cable section contained foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore the image was green with occasional violet. Regarding the new reportable findings found in the investigation based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green with occasional violet image during reprocessing. There were no reports of patient involvement.